Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 2000 mcg/ml concentration at 100 mcg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported roughly a month ago the fentanyl concentration of 2 ug/ml was put in the reservoir but the rep believed the hcp never made any programming changes with the original fentanyl 2000 ug/ml at 100 ug/day that had been programmed. The hcp thought the patient went through withdrawal because of the programming error. The hcp realized the mistake yesterday so the hcp tried programming "a large bolus" to get as much drug out as possible but the rep knew no details about it and was not at the clinic at the time of the call except the hcp stated that yesterday the reservoir volume went from 19.5 mls to 19 mls. Today they received the 2000 ug/ml concentration and when they updated the pump, they saw code 171 but did not know what that meant. Today the expected reservoir volume (erv) was 6.7mls but 19mls was the actual reservoir volume (arv). Programming error where the actual concentration was changed but the programming was not updated with the correct concentration nor a bridge bolus programmed. Reservoir volume changed from 19mls to 6.7 mls but the hcp claimed they never programmed a reservoir volume change. No further complications were reported.